Event description:
It was reported that during shift check (no patient involved) system indicated user advisory 17 (max motor on time exceeded during active operation). No adverse event reported.

Manufacturer narrative:
Reported complaint of system indicated user advisory (ua) 17 (max motor on time exceeded during active operation) was not confirmed. Furthermore, there were no records of ua17 in the archive file. Platform ran for 20 minutes using the test manikin and 7 minutes using the large resuscitation test fixture, which is equal to a (B)(6) patient. No issues were observed in either test. Platform passed the final test. No adverse event reported.